Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel occlusion occurred. The target lesion was located in the left main trunk (lmt) to left anterior descending (lad) artery. After implanting a 2.25 x 20 synergy¿ drug -eluting stent (des), it was noted that the proximal left circumflex artery (lcx) was occluded due to the shifted plaque. A 2.5x20mm synergy¿ des was advanced but failed to cross the lcx. The device was removed and a 2.25 x 16mm synergy¿ des was then advanced but also failed to cross the lesion. The device was removed and the procedure was not completed due to the same device was not available. No further patient complications were reported and the patient's status was good.